Event description:
The explanted device was received for investigation. The user initially had benefit but over time the hearing with the device got progressively worse. Eventually distracting feedback occurred and sufficient hearing benefit could no longer be achieved so the user stopped wearing the audio processor. The user was bothered by having the device still implanted so he requested for the device to be removed.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction which is expected to have been present whilst implanted. Reportedly the recipient's hearing performance decreased over time and the implant system was not used for about three years. During removal surgery tissue growth was found in the middle ear, which likely limited the floating mass transducers mobility resulting in the observed symptoms i.e. Decrease in performance over time. Mechanical damages found during investigation are most likely related to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explantation report the device did not work for the last 3 years.